Manufacturer narrative:
Problem attributed to manufacturer error. Assembler at contract manufacturer placed a single unsealed unit with sealed units during the pouch sealing process. Assembler was notified of the error and training for the assembler (at a minimum) has commenced along with a scar (supplier corrective action request) for the contract manufacturer. Contract manufacturer understands the nature and severity of the issue. Remaining inventory for the lot was inspected for this condition along with other similar lots with zero other incidents.

Event description:
Primary pouch packaging of the device was not sealed. Device was not used on a patient. Device was packaged (one pouch per shelf box), labeled, and sterilized with pouch end open, unsealed. Operator and embolx representative noted compromise to packaging and returned the device unused to embolx.